Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was displaying the redo check message. The pt stated emergency svs were contacted and food and/or beverage and glucose were taken. No reading reported. The pt called in response to the letter from the medical affairs specialist. They do not recall the day of the incident. They stated the meter had been working off and on in the past month. Vague issues of redo check, battery, and cleaning. No attempt was made to use the meter the day of the incident. The pt ate breakfast and took routine meds (52u humulin and 10u humalog) at 8am. At 10 am they passed out, paramedics were called (no reading), IV glucose given, and they were instructed to eat. They were not transported to the e.r. The customer care rep performed troubleshooting and since the redo check message could not be resolved there is indication the meter malfunctioned, however, the event does not meet the criteria for a medical device reportable.